Event description:
It was reported that cadd legacy pump, case damage, double beep no cassette, during testing. No patient injury reported.

Manufacturer narrative:
H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device in good condition. The customer stated problem was duplicated. Found no disposable and high pressure messages in the event history logs. Front housing assembly and rear housing assembly was damaged. Found fluid ingression on the downstream sensor cause double beep. Front housing assembly, rear housing assembly and downstream occlusion sensor were replaced. The cause of the reported problem was traced to the customer damage of the case. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The device was manufactured aug. 2003, and is out of warranty. Therefore, no manufacturing DHR review is needed.